Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while sealing uterine vessels and during cutting and sealing of uterine wall tissue the device got tissue over sticked to the jaws due to which seal plate got partially detached and did not broken off from the jaw. It was not sealed on sutures or clips. Another device was used successfully with this generator. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the seal plate on jaw "b" was partially detached. Many timestamps and seals were observed on the rf tag of the device, indicating re-use. Functional testing noted found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. No electrical or wiring issues were found. It was reported that tissue sticking occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: seal plate damage. The product analysis noted evidence that the device was not used as intended. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned or sterilized by the user in order to facilitate safe reuse, and is therefor intended for single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.